Manufacturer narrative:
Other relevant device(s) are: product ID: 9735772, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was found that the camera connection and camera cart would disconnect when the cable between carts was moved. The cable was replaced. The system then passed a system checkout. The cable was returned to medtronic for analysis. Analysis revealed that the returned cable was found to be in good condition with no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart would disconnect intermittently when moving the system. A manufacturing representative was able to replicate the issue and found that when the cart-to-cart cable was manipulated, the camera cart would disconnect. There was no patient involved when this issue was discovered.